Manufacturer narrative:
The insulin pump powered up properly and no blank display noted and had normal operating currents. No damage found on the lcd isolation tape noted. The device passed the unexpected restart error test, alarms noted. The device was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The device had cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm and a blank display. The display was noted to return after a battery change. Customer also mentioned receiving another error alarm. Customer's blood glucose reading at the time of the call was 207 mg/dl. No further information reported.